Manufacturer narrative:
The console was not returned for evaluation; however it was evaluated during service repair. During investigation, the reported issue could not be reproduced; however, an issue with the aiming beam being dim was identified. During servicing, the arm mirror and the mirror for the end joint knuckles were found to be defective. Three mirrors were replaced, and their positions were adjusted. An operational check was performed following the repair, and normal operation of the device was confirmed. Based on the service evaluation, the reported malfunction was confirmed. The identified condition could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that, when the oto lam is used, the aiming beam and the radiation positions become misaligned. It has improved through redocking. There was no patient involved.

Event description:
It was reported that, when the oto lam is used, the aiming beam and the radiation positions become misaligned. It has improved through redocking. There was no patient involved.